Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports doctor experiencing excessive charring and adherence of tissue. On (B)(6) 2016 customer report " it was happening with some, not all of the devices. In this situation the two forceps were on one case, other than the charring there was no identified injury to the patient. Power source - conmed, model 60-8005-001, sn (B)(4)." On (B)(6) 2016 customer reports it was the nh13 that charred tissue. Charring could injure if it involved brain or nerve tissue the procedure was a spinal fusion. #1 of 2 related complaints.

Manufacturer narrative:
On 6/21/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/no return of device for evaluation. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.